Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was resumed successfully. Subsequently, a cartridge alarm 30 occurred. A cartridge change was performed to resolve the issue. Customer¿s blood glucose level was 174mg/dl.